Event description:
This MDR is related to MDR 3013840437-2021-00177 referring to the same patient. Follow-up information was received on 20-jul-2021: the event multiple inflammatory granulomas was recoded from injection site nodule to injection site granuloma and the event injection site inflammation was deleted. Furthermore, the event expired device used was deleted, the injection date was ambiguously reported. The patient was injected in a deep subcutaneous way, with a total of 1.5 ml of radiesse(+)®, into the zygomatic bone zone, cheeks and nasolabial folds, for a severely aging face of a thin patient. Radiesse(+)® was injected with 0.3 ml per injection site, using a cannula. Concomitant medication was reported as none. One month after the radiesse(+)® treatment, the physician did not detect the adverse event during an examination. Eighteen months after the radiesse(+)® treatment, the patient experienced granuloma. The physician confirmed that the result of the biopsy revealed granuloma, after a biopsy was done on the left cheek. The patient experienced 6 granulomas, in the zygomatic bone region (right and left), middle cheek zone (right and left) and preauricular region (right and left). Corrective treatment included solupred for 21 days, augmentin, kenacort, hyalase, led light therapy (8 sessions), a complete biological analysis and resonance imaging (reported as rmi) of the face. As reported, the physician injected the patient with restylane® refine, 19 months after the radiesse(+)® injection, and 1 month after the granulomas apparition. Five months after the apparition of granulomas, the physician assessed the event as permanent, as the patient was non-responsive to kenacort and hyalase. Due to the provided information, the outcome of the event was considered as and changed from resolved with sequelae to not resolved. Internal database correction was performed on 26-jul-2021: the assessment text from 20-jul-2021 was corrected and product name was changed in the causality and expectedness sentence from radiesse to radiesse(+).

Manufacturer narrative:
The event injection site inflammation was deleted as it was considered to be part of the reported granuloma.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, multiple inflammatory granuloma (injection site inflammation), was deemed to meet serious injury criteria of resulted in permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse (+) lidocaine lot number 100114252 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. A nonconformance was noted, but none that would have contributed to this event.

Event description:
This MDR is related to 3013840437-2021-00177 referring to the same patient. This spontaneous report was received from a (B)(6) physician via the (B)(6) authority (B)(6) and concerns a (B)(6)-year-old patient. The patient was injected deep subcutaneously with radiesse®, in the face, on (B)(6) 2021. The batch number was reported as 100114252. A lot search in the global safety database was conducted. The patients medical history included anorexia / thinness and aging of the skin of the face. On (B)(6) 2021, reported as, 18 minutes after the radiesse® treatment, the patient experienced multiple inflammatory granulomas, on the injection site, on the face. The physician proceeded with a hyalase injection and local corticoids. The patient had facial deformity due to the skin tissue melting and biopsy scars. As ambiguously reported, the patient was treated with hyaluronic acid, 18 months after this procedure. No systemic antibiotic was prescribed, and the patient was not hospitalized. The outcome of the event was reported as resolved with sequelae, in 2021. In the opinion of the reporter, the event was not life-threatening and was permanent. Follow-up information was received on 12-jul-2021: the event expired device used was added. The suspect product was recoded from radiesse® to radiesse(+)®. The batch record review was received and the lot number for radiesse(+)® was confirmed as 100114252 (expiry date: 10/2020, expired device used).